Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 37791, product type: recharger. Product ID pnma01411a004, product type: recharger. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's recharger unit was not working very well to recharge his internal device and there may be a problem with the antenna. The recharger issues had not been resolved and were ongoing. The patient noted that the belt was not working and needed to be replaced. Later the patient reported that he did not use the recharging belt. The patient reported increased stress due to charging issue and indicated that it takes too much time to charge. The patient noted that they "had more heat than normal", and ¿streme¿ (extreme) heat the first 15 -20 minutes when charging, resulting in needing to remove and start again later.the patient has to take the recharger off for 5 minutes to let it cool down before resuming recharging. Discomfort was reported and that the implant area is too hot and he has pain when recharging. These symptoms occurred at the implantable neurostimulator site. Starting 3 months before the report, the patient could only charge up to half battery despite recharging for 4 hours. The patient has full coupling for 3 hours, but the last hour, he has a little more than half of the coupling. The patient does not see the thermometer icon when they recharge. The patient was sent a new recharging antenna. Additional information has been requested regarding the root cause of the recharging issues, actions/interventions taken, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the patient that reported that he did not know the circumstances that led to the device taking too long to recharge, only charging up to half battery and the coupling dropping from full to half after 3 hours of charging. The patient received a new antenna and it charges more quickly, but the patient still had the same problems with the belt. The antenna was bad. The patient reported that now if he has a full battery and he turns off his device and turns it back on 3 days later he has &#59407;f the full battery.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, lot# serial# unknown, product type: recharger. Product ID: pnma01411a004, lot# serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the patient received the antenna replacement and "now in the first 4 used or 4 recharge," it's not heated too much, and it's very similar -slow charging. The patient reported that the heat on the antenna came and didn't let him charge his internal battery. The patient reported that the heat came from the antenna, and he was not able to charge well. With the new antenna, it is a little faster, but he can feel too much heat. The patient requested a new belt because the belt caused problems and "looking something else." The cause of the longer recharging is unknown, and is "the same like before his spinal cord stimulator surgery."&#62282;